Event description:
A power-on-reset was reported. It was also reported that the pacemaker parameters were all restored and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed that there was a critical ram parity error recorded on (B)(6) 2010 in address "(B)(4)". The power on reset severity was low. The device should be able to fully recover after the reset.